Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the message fluid detected in cassette, during dwell 2 of treatment. The contact stated that after pressing ok on the machine, the error had returned immediately. The contact stated that the carpet was wet. Of the two supply bags on the side of the machine, one supply bag is completely empty and the other appears to have approximately 500ml left in it. The patient continued with manual treatments to complete. The treatment was cancelled and the cycler will be replaced.